Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for one to two hours. The patient received treatment with correction bolus via insulin pump. No further information available.